Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of refn4062 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refn4062) have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2021 it was detected that the catheter was found temporal blocked. The device was not removed and is still in place. The blockage was resolved with administration of tissue plasminogen activator or other unblocking agent. No other information was provided.